Event description:
During the aaa repair, when attempting to advance the delivery system through the femoral artery, the device was buckling and would not advance. Introducer was removed and the physician performed a balloon angioplasty of the vessel. Although calcification was present at the entry site, no obvious calcification in the vessel could be attributed to the difficult advancement. Endovascular dilators of the french size 14, 16, 18 and 20 were used to further dilate the vessel and promote ease of advancement. Introduction of the 20fr dilator appeared to advance with ease, and the zenith delivery system was re-advanced. When attempting to advance the system, the femoral iliac artery ruptured in a longitudinal tear, due to the length of the tear, the bleeding could not be quickly controlled and the pt was converted to an open surgical repair of the abdominal aneurysm. Pt survived the conversion repair, and is being monitored as a result of the loss of blood.